Event description:
It was reported that the infusion set connector disengaged from the pump on two occasions, and the user received guidance on proper connector locking and supply change, after which the connector was confirmed secure. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on activities of daily living. Investigation included telephone support with user education and troubleshooting. Investigation of this case revealed user technique issues related to connector locking that were resolved through instruction. It was concluded that the device functioned as designed and that the event was attributable to user error with successful remediation through education.